Manufacturer narrative:
Multiple devices are referenced in this complaint, investigation is ongoing. Once it is completed, reportability of other devices will be determined. The results of the investigation will be summarized and provided in a supplemental report. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Dr. (B)(6), senior physician neurosurgeon of the hospital, reported via our sales rep (B)(4) that he was performing a surgery. During the surgery, he noticed that the stick could not be brought into the persuader because of abrupted blade collets. Further he reported that an alternative screw (cat no 48285545) had to be implanted. At least, he could completed the surgery. Two days later, after CT the surgeon observed that the screw was displaced and had to be removed and replaced again.